Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon leaves cotton pieces inside- vagina [foreign body in reproductive tract]. Scrapes and scratches - vagina [vulvovaginal injury]. Tampon scrapes and applicator scratches [medical device site injury]. Pieces of tampon come off [device breakage]. During insertion tampon scrapes and applicator scratches [complication of device insertion]. Tampon sticking out of applicator opening, not enough tampon material [device physical property issue]. Case description: consumer reported via social media that the cotton from the tampon comes apart. No serious injury was reported.